Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was on veno-arterial extracorporeal membrane oxygenation (va ECMO) for numerous days before they were switched to veno-venous extracorporeal membrane oxygenation (vv ECMO) with the lifesparc pump and eurosets oxygenator with the protekduo. The patient's lactate dehydrogenase (ldh) levels were low at the time of the change out, and then increased dramatically. The patient began deteriorating. The eurosets oxygenator was exchanged and the patient's ldh levels lowered quickly.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the root cause of the reported event was unable to be identified by the external manufacturer of the oxygenator (eurosets) based on the available information. The patient was on veno-arterial (va) extracorporeal membrane oxygenation (ECMO) for numerous days before being switched to veno-venous ECMO with a eurosets oxygenator. The patient¿s lactate dehydrogenase (ldh) then increased dramatically, and the patient began deteriorating. The eurosets oxygenator was exchanged, and the patient¿s ldh levels lowered quickly. Multiple requests for additional information regarding this event were submitted to the account; however, no response has been received at this time. Visual inspection of the returned oxygenator revealed no obvious damage or abnormalities. The device was unable to be returned to the external manufacturer (eurosets) for further testing due to eurosets¿ internal procedures. The production documentation for the eurosets amg pmp oxygenator, lot #9351508, was reviewed by eurosets and showed that all tests from the production process were compliant with the technical specifications. Devices are required to pass manufacturing inspections and specifications prior to release and no abnormalities were documented which would cause or contribute to the reported occurrence; this device passed all required testing. Eurosets was unable to identify the root cause of the problem based on the provided information. The production documentation for the eurosets amg pmp oxygenator, lot #9351508, was reviewed by the external manufacturer (eurosets) and showed that all tests made in the production process were compliant with the technical specifications. The eurosets amg pmp instructions for use (IFU), rev. 05, is currently available. Under ¿risks and side effects,¿ the IFU lists possible risks and side effects, including hemolysis/mechanical hemolysis. These are potential side effects of all extracorporeal blood circulation systems. Under the list of warnings, the IFU warns that during use, a spare oxygenator must always be available. The IFU also warns that the patient and device must be carefully and continuously checked by qualified healthcare professionals throughout the procedure. Under the section titled ¿oxygenator replacement¿, this document states that a spare oxygenator must always be available during perfusion. After 6 hours of use with blood or if particular situations occur, which may lead the person responsible for perfusion to determine the safety of the patient may be compromised (insufficient oxygenator performance, leaks, abnormal blood parameters, etc.), follow the procedure outlined in the IFU for oxygenator replacement. No further information was provided. The manufacturer is closing the file on this event.